Event description:
A cslp plate and two screws were noted as broken on post-op x-ray. Plate and screws were implanted for two ruptured cervical disks. Patient experienced pain and discomfort. Implants currently remain in the patient.